Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. The root cause for the reported complaint could not be determined. Additional information has been requested but not received to date. (B)(4). Report mailed to FDA on 07/18/2014. (B)(4).

Event description:
A facility reported that a male patient experienced a fungal infection in (B)(6) 2013 after intraocular lens (iol) implantation in the left eye in (B)(6) 2013. In early 2014 the patient underwent an enucleation of the eye as the infection was untreatable. The facility was not certain if the fungal infection was related to the iol. Additional information has been requested but not received to date.